Event description:
An (B)(6) male patient's wife contacted zoll lifecor customer support to report that the patient's monitor was making a high screeching sound. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (high screening sound) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.